Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a missing grommet. The returned device in dicated a missing set screw. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure the physician was unable to engage the right atrial (ra) lead setscrew in the implantable cardioverter defibrillator (ICD) header. The physician stated the setscrew was set at an angle. Physician chose to not use that device and a alternate device was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.